Event description:
Information was received that during use of this smiths medical cadd administration set, leaking was noticed. It was reported that leaking during a bolus administration of an epidural procedure and had to re-done due to possible contamination. No reported adverse effect or patient injury.